Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g4, g7, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the device was used with foreign objects such as dust, soils or chemical residues attached to the electrical contacts of the video connector which caused failure in the normal communication between the video processor and the endoscope, leading to the scope communication error (b30). The following statements are included in the instructions for use regarding connecting the video connectors to the product in a well-dried condition, including the electric junction: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction.".

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched for an onsite visit at the user facility to evaluate/repair the suspect device. The fse cleaned the light socket with isopropyl alcohol and compressed air. Upon testing the light source, the reported problem of b30, scope communication error, could not be reproduced and no problems were noted. A definitive root cause for the reported problem could not be determined. .

Event description:
A user facility reported to olympus e204 and b30 errors and requested a functional check of the equipment. There was no patient injury or harm, associated with the problem, reported to olympus.